Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports complaints regarding the suction tubing having depressions in the tubing and not suctioning properly.

Manufacturer narrative:
A sample analysis was performed; as part of the analysis the samples were visually inspected according to the product specification; the tubing appears kinked in different areas and the reported condition was confirmed. However it is not considered a defective condition. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A root cause, or probable cause of the reported condition is not applicable because the marks in the tubing were not considered a defective condition since the product is still functional for its intended purpose. To ensure that the tube does not collapse, a collapse test was performed on both samples received and none was detected; the test was performed according to product specifications. Since no defective condition and root cause was identified, no corrective actions were deemed necessary at this moment. The current process is running according to product specifications meeting quality acceptance criteria. A production notification was performed to all personnel to ensure that they are aware on the condition reported by the customer. If information is provided in the future, a supplemental report will be issued.